Manufacturer narrative:
One pneupac ventilator parapac was received with the case damaged near the battery holder, loose patient outlet and the oxygen concentration knob was on backwards. The damage to the case was noted. The patient outlet was re-torqued and the oxygen concentration knob was re-oriented. The inaccuracy of the tidal volume readings could not be verified. The tidal volumes were delivering at factory specifications. The case was damaged due to impact and that was attributed to the user. The damaged case surround was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical pneupac ventilator parapac was dropped and cracked where the battery port is. There was patient outlet use, the tidal volume reading was high, the knob was hard to turn, the air mix knob was backwards and the device would not read 100% or reads 80 when set on 50, it reads 60. The device was due for preventative maintenance. The issues were identified during biomed testing and there was no patient involvement/harm.